Event description:
A malfunction was reported on the pump, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. The malfunction code was identified and was resettable, but the customer was unable to reset the pump at the time of the report due to the unavailability of charging supplies. They planned to call back when the supplies were accessible.